Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 11.5 cm distal to the df4 connector pin into two segments. An extraction aid was found on the distal fragment. The analysis revealed further cuts 38 cm proximal to the lead tip and deformed shock coils, which most likely resulted from the extraction procedure. However, a thorough analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported oversensing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead explanted due to noise. No adverse patient events reported. Should additional information become available, it will be added to this file.